Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter: the tip of the device was found damaged while it was being manipulated. Another device was used. No patient harm. There was no additional tissue resection, no tissue damage, no bleeding, and nothing fell into the cavity.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/24/2015.

Manufacturer narrative:
(B)(4).